Event description:
It was reported that an asymptomatic patient presented to the clinic and it was observed that the device showed t-wave oversensing in the stored egm. Programming changes were recommended. The device remained implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.